Event description:
It was reported the patient programmer (pp) was not able to adjust stimulation and displayed a "call your doctor" icon and a oor (out of regulation) condition. It was reported the patient had a loss of therapeutic effect. It was reported the patient had the following symptoms: paresthesia and a tremor. It was reported the patient started to have troubles with their device last night ((B)(6) 2013) when they saw the error message on the pp screen while on the phone with his doctor. It was noted, at the time of the call, the stimulator (ins) was on and seemed to be working. It was reported the patient changed the battery in the controller and checked the settings about one hour ago. It was noted the patient saw he was on program a, the battery was ok and he was at 4.3 amp and 2.8 amp, and the pp was now functioning normally. It was stated the patient "feels like the device was on and he was getting some symptoms relief. The patient was still having paresthesia on the left side, his leg and arm, which was new over the last few days. It was reported the patient had developed a tremor on the left side that he did not have before or that was otherwise controlled by the device. The patient saw the oor error code yesterday on the pp. Additional information received reported a sudden open circuit with the lead and extension. Abnormal impedances were reported: >40k lead 7. It was reported the issue was a disconnected lead/extension confirmed by imaging. They were able to reprogram to alternative combo not involving disconnected lead. It was noted there was a sudden and severe increase in patient symptoms.

Event description:
It was further reported the patient still had concerns regarding their device or therapy and they had an appointment scheduled for 2014 (B)(6).

Event description:
It was further reported the patient had an appointment on 2014-(B)(6) and the impedances were normal. It was noted that no settings were changed and the patient was kept at program c. It was stated the patient had the capability to move the stimulation up and down to different programs. It was stated the patient¿s device worked as intended at the time of the appointment and the patient received therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot# n310240, implanted: (B)(6) 2013, product type: adapter. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v173877, implanted: (B)(6) 2008, product type: lead. Product ID: 3387s-40, lot# v173877, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3387s-40, lot# v173877, implanted: (B)(6) 2008, product type: lead. Product ID: 3387s-40, lot# v173877, implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).